Event description:
An attempt was made to use an endeavor resolute (rx) drug eluting stent to treat a calcified and tortuous lesion located in the lcx exhibiting 90% stenosis . The device was prepped prior to use, with no reported issues . Information was received that device could not cross the lesion due to level of calcification and tortuosity and the physician gave up the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements .the 6th proximal segment was deformed, the 14th and 15th distal segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation codes: results patients condition affected the effectiveness of the device (lesion morphology - 90% stenosis, calcified and tortuous vessel) inherent risk of procedure (stent deformation) deformation problem (stent deformed) conclusion codes: results device failure related to patient condition (lesion morphology - 90% stenosis, calcified and tortuous vessel) known inherent risk of procedure (stent deformation). (B)(4).